Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead was abraded during a normal device change out procedure. The lead was repaired with medical adhesive and suture sleeves. The lead measurements were in range and there were no electrical anomalies. The lead remains active with the new device and the patient was stable before, during, and after the procedure.